Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life.  The alarm was muted and the controller was exchanged without any issues.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned. There were no performance allegations made against the vad (B)(6). Review of the vads (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. An internal inspection of the controller did not reveal any anomalies. Analysis of the data log file revealed several intermittent increases in power consumption and estimated flows leading to parameters above normal operating range within the analyzed period. This is an additional finding, not related to the reported event. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Log file analysis revealed that two (2) controller fault alarms were logged on 14/apr/2024 at 21:57:18 and on 15/apr/2024 at 01:01:58, as well as multiple event exception logged between 12/apr/2024 and 14/apr/2024, recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed that the controller was in use for more than two (2) years. Furthermore, log file analysis revealed that a reactivation event was logged on 15/apr/2024 at 15:01:20 due to an open phase on the rear stator, resulting in single stator operation. Log files also revealed a vad disconnect was logged at 15:01:21 due to a critical open phase, indicating there was an open phase on each stator. The reported controller fault alarm event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on risk documentation and the available information, a possible root cause of the observed reactivation event and the observed vad stopped alarm can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. Additional products: d1: vad d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.